Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that there was a loudspeaker fault silence error. The device has a blackscreen and turn on after few minutes. There was no known impact or consequence to patient.

Manufacturer narrative:
The product has been returned to masimo for evaluation. During evaluation the unit shows a three beep fault after several seconds of operation. Inspection of the speaker shows speaker is fully open. The speaker was replaced and the unit functioned as designed.